Manufacturer narrative:
(B)(4).

Event description:
Additional information from the manufacturer's representative (rep) reported that she learned the patient had 2 lead revisions. The first lead revision was performed on (B)(6) 2015. The patient had presented with a fluttering sensation in her abdomen. She had both leads replaced. At the time of this report, the patient was doing fine and there was no further information.

Manufacturer narrative:
Concomitant medical products: product ID: 3116, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the healthcare provider replaced the leads due to fractured on (B)(6) 2015. The patient have a medical history of severe gastroparesis and chronic struggles with anorexia. The patient was reported alive with no injury as of (B)(6) 2015 during device follow up. There were no patient symptoms/injuries related to this event. The indications for use for this patient was gas trointestinal/pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.